Event description:
It was discovered there was potential mold contamination of the (B)(4) laboratories 7.0 ph buffer solution used to calibrate the meters. At this time no patient event has occurred or associated with this problem. All bottles have been removed.